Event description:
It was reported to boston scientific corporation that a lynx was implanted into the patient on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; anal pain; thi pain; inab inter; diff bowel; incont not pres; rec incont; aggrav incont; damage; nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: tramedol/mydol for the treatment of: control infection. Treatment duration: 4. On (B)(6) 2021 the patient commenced incontinence medication: antibioltics for the treatment of: seek reduction of infection and pain. Treatment duration: 3.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.